Event description:
Pt has been having severe left side pain, headaches, earaches, rattling noises, unstable bite, severe decreased rom since her prosthesis was implanted in 2009. The left prosthesis was explanted and her surgeon noted that the prosthesis was rotated laterally. In addition, the condylar head was jammed. The surgeon noted the implant had potentially eroded into the native mandible. Immediately following removal of left joint prosthesis, the pt was able to open from 12mm (preop) to 45mm (post op). The pt reports all pain has subsided since explant surgery and rom continues to remain at 40 to 45mm.